Event description:
Complainant alleged that the clinicians attempting to defibrillate a male pt (age unk) who was in heart failure, but the device displayed a "status 110" error message on the display screen, and the clinicians were unable to discharge the device. The clinicians were able to obtain another device to defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.